Event description:
It was reported to philips that the system's host computer had a problem booting up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host computer had a problem booting up. Upon troubleshooting, fse confirmed that there was a problem with starting up at times and concluded to replace the host pc. To resolve the issue, fse replaced the host pc and hard drive, reloaded the ghost back up and had a new backup as well. The defective host pc was returned to philips for failure analysis and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.